Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report an unknown alarm on the liberty select cycler during setup. The patient also reported having difficulty with the connections for one of the bags. Although the patient was unable to confirm the exact alarm received, they confirmed the mention of needing more than one bag. After successfully moving forward with setup, the patient ended the call. Upon follow-up, the patient stated that a leak occurred between the safe lock adp luer lock connector and the baxter solution bag. It was reported that the connector was tight at the beginning of treatment but came loose about 15 minutes into treatment. The patient stated that they were able to complete treatment after they retightened the connector. There were no symptoms, injury, adverse event, or medical intervention as a result of the event. The patient declined to return the sample to the manufacturer for evaluation.